Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the gum deep clean toothbrush and a single bristle in the center of the brush came off in her mouth.